Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on february 11, 2022. The patient reported that since implant ((B)(6) 2012) the implanted neu rostimulator (ins) was giving them trouble which they explained were the recharging issues previously reported (had tried to recharge but ins would not recharge and then the ins would go dead again).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted for complex regional pain syndrome type I and spinal pain. It was reported that starting about 3 months ago, the patient¿s battery would not stay charged. They used their device 24/7 and never had a problem with it until 3 months ago. The battery was checked on (B)(4) 2016 and the patient was getting good coupling. The battery was checked again at the time of the report, as it was completely discharged. The patient¿s battery was just fully charged the day prior to the report. The patient¿s battery was replaced on (B)(4) 2016. It was stated that the battery will be returned to the manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
Analysis findings revealed no significant anomaly. The battery had reduced capacity due to overdischarge. The ins was received with no telemetry. Per the trace report obtained from the ins after pmr recovery, the total recharge count is 139. The last recorded recharge session performed while the device was implanted occurred on 12/04/2016. The device was recharged for 3 hours 5 minutes and the battery charged from 3.585v to 3.930v. The battery discharged to the lock mode on 12/17/2016. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.